Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A clinical supply manager reported that during an intraocular lens (iol) implant procedure the lens was scratched inside the injector. There was no reported patient impact. Additional information was requested.

Manufacturer narrative:
The device and the lens were returned. The plunger is oriented correctly. Inadequate viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage observed. The lens was returned in a small plastic bag. The lens was cleaned with lphse. The reported scratches were not observed. The lens has several cracked areas. This damage may have been interpreted as scratches. Viscoelastic was not provided. It is unknown if the qualified product was used. The reported scratches were not observed. The lens has multiple cracked areas which may have been interpreted as scratches. This damage may indicate a plunger over/underride. The root cause for the observed lens damage appears to be related to a failure to follow the dfu. Inadequate viscoelastic was observed in the device. The dfu instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to over/underride the lens. Additional information was provided. The manufacturer internal reference number is: (B)(4).